Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-mar-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The returned battery cap had stripped threads and was not able to be secured properly to the pump. With the damaged battery cap in place on the pump, the pump duplicated the alleged power issue. A test cap was able to fit securely to the pump and maintain electrical connection for the duration of 12-hour testing without any interruption in power. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.